Event description:
Bmw wire broke off during a peripheral procedure in the cath lab. A part of the wire stayed in the patient. Clinicians were able to retrieve the broken wire from patient's leg. Unable to finish peripheral procedure. FDA safety report ID # (B)(4).